Event description:
Allegations of bodily damage including debilitating headaches, debilitating fatigue, muscle pain, joint pain, cognitive dysfunction in the form of mental confusion and a general feeling of being weak and tired.